Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9: returned to mfg: yes, date returned: 12/14/23, h3: anticipated but not begun, h10, remove: investigation conclusion code: 67, remove type of investigation: 4114, remove investigation finding: 3221. D9: returned to mfg: yes, date returned: 12/14/23, h3: anticipated but not begun, h10, remove: investigation conclusion code: 67, remove type of investigation: 4114, remove investigation finding: 3221.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The cartridge was reloaded to resolve the issue. The customer's blood glucose level was 150 - 225 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.